Event description:
Mother of a male, reported infusion device beeping continously and displaying "77" in the middle of the display screen. She replaced the batteries, but the infusion device continued to beep without anything lighting up on the display screen. When she removed the power packs, mother indicated the power packs felt hot. Patient experienced elevated blood glucose of 200 mg/dl. His normal range was 120-130 mg/dl. Patient experienced symptoms of frequent urination and thirst. Mother indicated that patient switched to injection therapy to address the elevated blood glucose level. No medical assistance was reported. Product was requested to be returned for evaluation.